Manufacturer narrative:
An event of deformity of device was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott under non-physiological conditions. One photo from the field appeared to show an occluder device deployed in to a cobra shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 8 mm amplatzer septal occluder was selected for implant. During the implant procedure, while the device was being deployed, the distal disc presented in a cobra deformation. The device was removed and replaced with a 7 mm amplatzer septal occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was reported.